Event description:
Patient reported skin irritation in the form of red bumps, blisters, and bleeding/discharge. The patient sought medical treatment and was treated with otc medication, and subsequently prescribed hydrazone and sulfathiazole antibiotic powder. The patient reported following proper skin preparation instructions.

Manufacturer narrative:
A DHR review was completed with no noted nonconformances or anomalies during production. The materials that are patient contacting are non-cytotoxic, non-sensitizing and non-irritating. Samples were not available for further evaluation.